Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In addition, the patient lost significant weight and needed access to a smaller battery due to twisting and turning of ipg in pocket causing pain. In turn, surgical intervention was undertaken during which the ipg was explanted, replaced and relocated. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.